Manufacturer narrative:
Device evaluation: result - a sample was not returned for evaluation. A review of the device history record revealed no abnormalities during the manufacture of the reported lot number 4255003. Conclusion - bd was not able to duplicate or confirm the customer's indicated failure mode as no samples were returned for evaluation. An absolute root cause for this incident cannot be determined.

Manufacturer narrative:
(B)(6). Device evaluation: it is unknown if a sample is available for evaluation. A supplemental report will be filed upon completion of the investigation.

Event description:
It was reported that the patient was giving himself an insulin injection at 8:30 am. After removing the needle from the site, the patient end of the suspect device was found broken and missing. Upon palpation, the patient could feel the broken piece at the site. The patient immediately went to the hospital and had a CT scan but the broken piece was not located. The doctor did not provide any further intervention but advised the patient to watch the injection site and return to the hospital if swelling occurs.